Manufacturer narrative:
Additional information.

Event description:
Additional information: additional information was reported by the lvad clinician that the patient will undergo debridement of the percutaneous lead (driveline) on (B)(6) 2018. During this time, the physician will move the driveline medially. An onsite evaluation of the driveline, for a distal end replacement, will be performed (B)(6) 2018.

Manufacturer narrative:
The evaluation of the submitted image confirmed the report of damage to the silicone jacket. A proactive distal end percutaneous lead repair was performed, and the evaluation of the replaced portion of the lead did not reveal any wire damage that would have contributed to a functional issue. A distal end percutaneous lead repair was performed on (B)(6) 2018 and the replaced portion of the lead was returned in a segment measuring approximately 21 inches. Metal braided shield breakdown was observed adjacent to the metal connector, approximately 1inch from the metal connector, and adjacent to the terminus of the bend relief. Minor metal braided shield breakdown was observed along the remainder of the percutaneous lead segment, consistent with the duration of use. Visual inspection of the underlying wires revealed minor kinking adjacent to the metal connector and approximately 1inch from the metal connector, with no evidence of damage or wear to the wires. Electrical continuity testing revealed that all wires were electrically intact, and high-potential testing did not reveal any areas of compromised wire insulation. Patient is still ongoing on left ventricular assist system (lvas) support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced driveline infection was reported under medwatch MFR report# 2916596-2016-01881. (B)(4). Approximate age of device - 5 years, 8 months. Additional information was requested but was not provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient has a chronic percutaneous lead (driveline) infection and also multiple cracking of the driveline silicone sheath. No lvad alarms noted. The driveline had been previously evaluated by the manufacturer¿s technical service representative and excessive wear and tear on the outer white silicone jacket was seen, however, a repair was not performed as the damaged area was too close to the exit site to allow for a repair. The technical service representative again advised the lvad clinician that a repair could not be completed at the current location. The lvad clinician will consults with the surgeon regarding the possibility of excising some of the driveline. Additional information was requested but was not provided.